Event description:
A customer reported visiting the emergency room and being subsequently hospitalized due to a low blood glucose level, value was not provided and being unconscious. Cause was unknown. The customer was treated with saline and glucose, and later took insulin to stabilize their condition. The customer was released from the hospital on (B)(6) 2025 with issue resolved and there was no report of any injury or permanent damage. After a system check, no issues were found with the pump, which was functioning as intended, however it was found that the customer was using off label insulin (u-500) within the pump supplies and using pump supplies beyond labeling.